Event description:
Consumer called to report meter readings as low as 53 (twice). Emt was called when she wasn't responding. When emt arrived, they tested at 33. Believes the meter is not reading accurately.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.